Event description:
It was reported that ongoing intermittent occlusion alarms occurred, resulting in elevated blood glucose levels indicated as ¿high¿ by their cgm. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.